Event description:
The customer reported that the companion 2 driver exhibited a "left pressure incorrect" alarm while supporting a pt. The customer also reported that the "left pressure incorrect" alarm was sustained for greater than 1 hour. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt, because it had no effect on the ability of the companion 2 driver to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.